Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a fixed prime. The customer's blood glucose was 300 mg/dl. The customer stated that the insulin pump was not dropped and that the drive support cap did not appear to be damaged. The customer stated that insulin was able to exit and that the insulin pump passed the high pressure test while troubleshooting. The customer acknowledged having low blood glucose before the high blood glucose. The customer was advised of possible causes of the no delivery alarm. The customer was advised to call back if needed. The customer did not return the product for analysis.